Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. This reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. The sample was not available for evaluation. One photo was provided showing the monofold feature at the sheath tip. No damage or issue was identified. The sample was not available for analysis. One photo was provided showing the monofold feature at the sheath tip. No damage or issue was identified. The feature appears to have been misinterpreted as a device defect. The device history record review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea). Therefore, this event is currently deemed a non-reportable event.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: interventional cardiologist. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: following a left heart cath, and after opening the angio-seal, the doctor noticed the tip of the angio-seal sheath was concaved in at the tip. The blood loss was less than 250cc.